Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish / emotional anguish"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: essure device was successfully occluded incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish / emotional anguish"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a metallic essure device is identified embedded within both the left and right: cornua'), pelvic pain ('pelvic pain') and type 2 diabetes mellitus ('autoimmune disorder type of disorder: diabetes mellitus type 2') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, cholecystectomy, uterine fibroid, uterine leiomyoma, hypercholesterolemia and dysuria. Concurrent conditions included headache, eye pain, eye swelling, periorbital hematoma, redness, blurred vision, foreign body sensation in eyes, perineal pain, wrist sprain, left lower quadrant pain, penicillin allergy, hives, anaphylaxis, adenomyosis and cellulitis. Concomitant products included insulin lispro since (B)(6) 2017, metformin since august 2017 and paracetamol (acetaminophen) since september 2005. In (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish / emotional anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, type 2 diabetes mellitus, dyspareunia, menorrhagia, depression and anxiety outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dyspareunia, embedded device, menorrhagia, pelvic pain, type 2 diabetes mellitus and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2017: result: heterogeneous uterus with suggestion of left uterine segment 2.essure device within the expected region of the fallopian tubes bilaterally.; on (B)(6) 2017: essure devices were within the expected region of the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following one pelvic pain, dyspareunia, were described in patient¿s medical record; embedded device confirming- events which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and mr received : reporters information added, patient details added ,patient history added, lab data, events added: device embedded. Abnormal bleeding (vaginal, menorrhagia),autoimmune disorder type of disorder: diabetes mellitus type 2 added, concomitant drugs added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a metallic essure device is identified embedded within both the left and right: cornua') and pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, cholecystectomy, uterine fibroid, uterine leiomyoma, hypercholesterolemia and dysuria. Concurrent conditions included headache, eye pain, eye swelling, periorbital hematoma, redness, blurred vision, foreign body sensation in eyes, perineal pain, wrist sprain, left lower quadrant pain, penicillin allergy, hives, anaphylaxis, adenomyosis and cellulitis. Concomitant products included insulin lispro since august 2017, metformin since august 2017 and paracetamol (acetaminophen) since september 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish / emotional anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month after insertion of essure (ess205). On (B)(6) 2016, the patient experienced type 2 diabetes mellitus ("autoimmune disorder type of disorder: diabetes mellitus type 2"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, type 2 diabetes mellitus, depression and anxiety outcome was unknown and the pelvic pain, dyspareunia, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dyspareunia, embedded device, menorrhagia, pelvic pain, type 2 diabetes mellitus and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2012: results: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2017: result: heterogeneous uterus with suggestion of left uterine segment. 2. Essure device within the expected region of the fallopian tubes bilaterally.; on (B)(6) 2017: essure devices were within the expected region of the fallopian tubes bilaterally.. Concerning the injuries reported in this case, the following one pelvic pain, dyspareunia, were described in patient¿s medical record; embedded device confirming- events which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a metallic essure device is identified embedded within both the left and right: cornua') and pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, cholecystectomy, uterine fibroid, uterine leiomyoma, hypercholesterolemia and dysuria. Concurrent conditions included headache, eye pain, eye swelling, periorbital hematoma, redness, blurred vision, foreign body sensation in eyes, perineal pain, wrist sprain, left lower quadrant pain, penicillin allergy, hives, anaphylaxis, adenomyosis and cellulitis. Concomitant products included insulin lispro since (B)(6) 2017, metformin since (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish / emotional anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month after insertion of essure (ess205). On (B)(6) 2016, the patient experienced type 2 diabetes mellitus ("autoimmune disorder type of disorder: diabetes mellitus type 2"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, type 2 diabetes mellitus, depression and anxiety outcome was unknown and the pelvic pain, dyspareunia, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dyspareunia, embedded device, menorrhagia, pelvic pain, type 2 diabetes mellitus and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2017: result: heterogeneous uterus with suggestion of left uterine segment. 2.essure device within the expected region of the fallopian tubes bilaterally.; on (B)(6) 2017: essure devices were within the expected region of the fallopian tubes bilaterally.. Concerning the injuries reported in this case, the following one pelvic pain, dyspareunia, were described in patient¿s medical record; embedded device confirming- events which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Essure insertion date updated. Outcome of the events pertaining to pain and bleeding updated to recovered. Event of type 2 diabetes mellitus downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.